Event description:
Paramedics attempted to administer a defibrillator shock using external paddles to a patient diagnosed in ventricular fibrillation. The defibrillator reportedly failed to charge when the paddles 'charge' switch was pressed. The external paddles were removed from the device. A therapy cable was connected and used with disposable defibrillation electrodes to administer defibrillation shocks to the patient. The patient was not resuscitated. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.